Manufacturer narrative:
Upon review of the alarm trace sample clot alarms were observed. The issue did not re-occur. The investigation could not identify a product problem. The issue is consistent with a sample quality-related issue.

Event description:
The initial reporter stated they received discrepant results for one patient urine sample tested with the tpuc3 (total protein urine/csf gen.3) assay on a cobas 8000 c 702 module. The reporter also mentioned sample aspiration issues. The sample initially resulted in a tpuc3 value of 2 mg/dl and repeated as 61 mg/dl. No questionable result was reported outside of the laboratory. The tpuc3 reagent lot and expiration date were requested but not provided.